Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. There was nothing seen in the DHR to indicate that there was a manufacturing related cause for this event. This was the only complaint reported to date for this manufacturing lot number. Based on the film review, it appeared that some of the legs were close together. The images were not clear enough to confirm that the legs were twisted. The results of the investigation was inconclusive as no sample was returned for eval. The current IFU (instructions for use) states the following: precaution: anatomical variances may complicate filter insertion adn deployment. Careful attention to these instructions for use can shorten insertion time and reduce the likelihood of difficulties.

Event description:
It was reported that after deployment a leg on a vena cava filter appeared bent off to one side. The deployment occurred without incident. When films were taken it appeared that one of the legs was alleged crossed or bent. The physician retrieved the filter with a filter removal system without incident. Another vena cava filter was used to complete the procedure. No patient injury.